Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was determined that the reported issue was due to the user not thoroughly reading the instructions for use (IFU). Therefore, the connector of the reprocessing basin was used in a broken condition. It is likely that the broken connector was caused by the connector hitting a hard object, and/or stress was applied to the connector which accumulated. However, the root cause of the reported event could not be identified. The event can be detected/prevented by following the IFU which state: ¿chapter 3. Inspection before use 3.3 inspecting the connectors: check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to the olympus endoscopy account manager by email that during reprocessing, the oer-pro reprocessor was found to have a cracked/defective connector component. A evis exera iii gastrointestinal videoscope was reprocessed using the defective oer-pro reprocessor connector and was found to have been used on a patient. An additional complaint was opened to address the customer's use of a possible contaminated gastrointestinal videoscope that involved a patient. A follow-up email was sent to the customer for additional information concerning the scope model, serial number, patient information, and procedure details. Subsequently, the customer had already found the issue and pulled the oer-pro reprocessor out of service at the time they notified olympus of the problem. The customer had requested additional information to confirm if any further action was needed. The endoscopy support specialist (ess) answered questions for the customer about the oer-pro connectors and the responsibility of the customer to visualize the fluid from the connectors striking the oere-pro lid. The customer was informed that they should follow their internal infection prevention procedure and possible exposure protocols to notify the patient as they saw necessary. The ess explained to the customer that the person starting the oer-pro cycle needs to verify that fluid is exiting the connector and striking the lid of the oer-pro, and that is how to verify the connectors are working correctly. Ess offered to provide a follow-up refresher in-service for the customer's staff on the use of scope cleaning and the oer-pro reprocessor. The scheduled date for the in-service will be june 22, 2023. The customer will contact olympus if the patient shows any signs of infection or an adverse reaction to the procedure. This complaint is related to patient identifier (B)(6) (gif-h190/evis exera iii gastrointestinal videoscope, serial number: (B)(6)).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.